Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager kept failing. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was keep failing. A field service engineer (fse) arrived at the medication station and observed no failures displayed on the screen, with the smart refrigerator manager determined to be recoverable, despite reports from two registered nurses that the system had been failing. The fse asked an escort to log in and inventory medications in the refrigerator and noted that the hasp and latch alignment was slightly off, causing the hasp to drag along the bottom of the latch. After powering down the pyxis medication station, the fse adjusted the latch and manually opened and closed the refrigerator door until the hasp was properly centered. The refrigerator was identified as an older dorm-style unit with a sagging door, and it was noted that the refrigerator may require an upgrade. To test the repair, the fse manually verified operation and had the escort inventory medications in the refrigerator again, confirming normal functionality. The system functioned as intended after the field service engineer repaired the device.